Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited backup vvi operation. The patient was brought into the clinic and a device software download was successfully performed. The patient was asymptomatic.

Manufacturer narrative:
UDI (di): (B)(4).